Event description:
A previously placed urinary catheter fell out of a sedated male patient in the ICU. The catheter had been inserted the day before in the ed when the pt was intubated nasally for angio-edema. When the ICU nurse checked the catheter that came out of the patient, she found that the balloon did inflate. The nurse believes that the balloon must have been must inflated because there was some water in the balloon when inflated with air. A new catheter was inserted. We used this substitute product for about two weeks. We have used about 20 kits. They were stored in the clean supply room as well as in the stat-room on the second floor. Other such incidents have been reported anecdotally. We have not been able to confirm any details of a 3rd and possibly 4th such event, but this is a recurring problem at our facility with these replacement catheters. Manufacturer response for urinary catheter, tray foley 16fr w/urimeter (per site reporter): the company has asked for additional information and I will contact them.